Event description:
Acct. Reports that the injection site did not reseal. "Pushed in" when accessed with the lever lock. Pt. Bled out through the cap. No medical intervention necessary to prevent serious injury or death for the pt.